Event description:
Reporter alleged that the patient went in the lake with pump on and within 15mins, pump was beeping. He reported that the screen went blank. A new battery was put in and the screen came up; however, the pump would not respond to any keys when the patient pressed the buttons. The screen went black and no sounds or vibrations. Reporter mentioned that there was moisture seen under screen. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture in the display lens. The pump powers up with functional auditory and vibratory alarms but the display screen is blank. Testing could not be adequately completed for the reported keypad issue due to the blank display screen. The keypad cover was removed and there were no signs of contamination or button defects observed. There was evidence of moisture observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.